Manufacturer narrative:
The insulin pump passed displacement test and basic occlusion test. However, the pump was unable to prime during prime test due to faulty force sensor system. The pump was unable to perform occlusion test, excessive no delivery test or verify motor error and excessive no delivery alarms due to prime anomaly. The pump was received with cracked case at display window corners and display window, broken belt clip slot, minor scratched display window and case and stained end cap sticker.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.